Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was unknown at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The pump powered up after battery installation. No blank display was noted. However, the pump was received with a constant blank flashing white light on the display, followed by an unexpected intermittent beep alarm due to a vertically cracked lcd controller. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the display anomaly. No moisture damage on the electronic assembly, motor, or force sensor was noted during visual inspection. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.